Event description:
Patient had a diabetic seizure, the paramedics were called. They had tested with the freestyle meter receiving a reading of 346 mg/dl. Their blood glucose reading was taken as 132 mg/dl with the accu-check advantage meter by the paramedics. The customer was not transported to the hospital. The customer had conducted some comparison reading with their freestyle meter and received erratic reading with greater than 20% difference.